Event description:
The delivery wire of enterprise 14 was stretched.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The delivery wire of the 14mm enterprise vrd (enf451412) stretched within the prowler select plus 45 degree microcatheter. The entire enterprise was removed from the microcatheter and the procedure was completed without patient injury. It was verified prior to insertion that the stent was contained within the outer sheath/introducer of the system. The guidewire port was flushed per IFU. Unknown what brand of sheath was used; however, traxcess 14 was used and chaperon 6f was the guide catheter used. The prowler select plus 45 was used with no problem. The stent didn¿t break or separated. The entire stent was successfully withdrawn with only the delivery wire stretching within the microcatheter. No additional intervention was performed due to the event and no patient injury reported. One non-sterile enterprise vrd and delivery wire was received coiled in a plastic bag, the unit was visually inspected and no defects were noted. The delivery wire coil tip and stent were observed under the microscope. The coil tip was found stretched and the very distal tip was found to be a little wavy. No damage was found on the stent. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10085955. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported stretched delivery wire was confirmed with analysis of the returned device with no other damages noted. With review of the analysis and the device history records there is no indication of any manufacturing defect or anomaly contributing to the event as reported. The cause of the event experienced by the customer and the cause of the damages found on unit could not be conclusively determined. It is possible that procedural factors or handling may have contributed to the event. The records indicated that the product met specification prior to shipment; therefore, no corrective action will be taken at this time.